Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: a trend for the anatomical shoulder domelock dome (ref# 01.04227.005) has been identified. A recall was initiated, report number: 9613350-05-11-2016-001-r. Event summary: the cone of the domelock dome centric (expansion ball) seized on a rasp size 9. It was presumed that the rasp was defect, so another rasp with the same size was used. The cone of the dome centric (expansion ball) was again a little bit seized. There are mechanical marks visible on the cone due to the defect. Therefore the surgeon discarded two domelock dome centric (expansion balls) and used the third dome centric (expansion ball) (lot 2817214) which was the one with less damage on the cone. Review of received data: three pictures are available. On two pictures the wear/mechanical marks on the cone of the domelock dome expansion balls is visible. Devices analysis: visual examination: the 2 domelock dome were returned assembled for investigation. The expansion balls show clear signs of wear perpedicular to the short axis of the elliptical cone, i.e. About 2 millimeters below the final part of the cone. The rest of the surface does not show signs of usage. The returned rasp is intact and does not show any usage damage. Conclusion summary: a mismatching in terms of design has been identified. A recall has been initiated. Meassures have been initiated to eliminate the root cause. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon used the anatomical shoulder domelock dome on (B)(6) 2016. The following statement was reported: "the cone of the domelock dome centric (expansion ball) seized on a rasp size 9. It was presumed that the rasp had a defect, so another rasp with the same size was used. The cone of the dome centric (expansion ball) was again a little bit seized. There are mechanical marks visible on the cone due to the defect. Therefore the surgeon discarded two domelock dome centric (expansion balls) and used the third dome centric (expansion ball) which was the one with less damage on the cone." The surgery was extended for 30 minutes.